Event description:
The patient reportedly had a blood glucose value of 600 mg/dl and her mother took her to the hospital. The pump was not properly troubleshot and the reporter was unable to answer any additional questions. Animas attempted to contact the user however, has not been successful. It was mentioned that the patient was admitted to the ICU. There was reportedly an empty cartridge alarm at 3:59 pm the day prior to calling animas and the pump was not primed until 5:15 pm. The patient's father is not sure whether the patient changed the infusion site at the same time she changed the cartridge. This complaint is being reported because, the patient was reportedly admitted to the ICU and there is no additional information regarding use of the pump leading up to the hospitalization.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)